Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-1132 serial #: (B)(4) description: precision spectra implantable pulse generator model#: sc-2316-50 serial #: (B)(4) description: infinion 1x16 perc lead kit-50 cm model#: sc-3400-30 serial #: (B)(4) description: infinion splitter 2x8 kit (30 cm) model#: sc-4316 lot #: 17186953/17678458 description: next generation anchor kit-sterile the explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient experienced loss of coverage due to high impedance on one lead. The patient underwent a revision procedure wherein the ipg and leads were replaced. The patient was doing well postoperatively.

Event description:
A report was received that the patient experienced loss of coverage due to high impedance on one lead. The patient underwent a revision procedure wherein the ipg and leads were replaced. The patient was doing well postoperatively.